Event description:
It was reported that during the pre-use check, a blue foreign substance was found on the product. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. One device was received in used condition with the original packaging opened. Visual inspection noted a blue spot on the cuff of the tracheal tube (the blue spot was not on the outer surface of the cuff and looked as if it was inside the cuff). The complaint was confirmed, and no other analysis was performed. A root cause could not be established however since the blue spot was on the inside of the cuff and not on the surface, it could have embedded in the cuff during the molding process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.